Event description:
It was reported that implantable neurostimulator (ins) had migrated down to the buttock. It was noted that the patient had lost 100 pounds.

Event description:
Additional information was received which reported that the patient&#38112;implantable neurostimulator (ins) was interrogated before and after a procedure to implant an implantable cardioverter defibrillator (ICD). The surgeon asked that the ins be turned on during the procedure to check for interference. Everything went as planned and the patient was receiving normal therapy post ICD implant. There were no issues with the patient's spinal cord stimulation system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was previously reported that when the patient increased stimulation to the maximum, his whole body shook.